Manufacturer narrative:
According to "therapeutic apheresis: a physician's handbook," the rate of adverse events during therapeutic apheresis is (B)(4). Morbidity and mortality related to therapeutic procedures are greater in acutely ill patients treated in a hospital setting. A patient 'death during an apheresis series is most often attributed to the underlying disease and is rarely directly related to the procedure. Furthermore, the cobe spectra apheresis system essentials guide provides the following caution regarding adverse reactions: "be aware of possible donor or patient reactions during apheresis procedures. Some previously reported reactions to whole blood donations or apheresis procedures are: anxiety, headache, light-headedness, digit and/or facial paresthesia, fever, chills, hematoma, hyperventilation, nausea and vomiting, syncope (fainting), urticaria, hypotension, allergic reactions be prepared to take appropriate action should any of these symptoms appear."root cause continued: the evidence from this investigation indicates that the device did not cause or contribute to the patient death. The service check was completed without any issues. Literature review also indicates that a patient's death during an apheresis series is most often attributed to the underlying disease and is rarely directly related to the procedure.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Event description:
The customer reported that the patient was undergoing a white blood cell depletion procedure and developed difficulty breathing. Per physician's order, the patient was placed on a ventilator. One-hundred minutes into the procedure, the patient's blood pressure dropped to 49/32. Per the customer, they could not regulate the blood pressure and he went into cardiac arrest at 130 minutes. CPR was performed for one minute and stopped because the patient expired. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a patient death, though at this time,the device is not suspected to have caused or contributed to the death.

Manufacturer narrative:
Investigation: the customer stated that the cause of death was related to the patient's disease progression and they did not allege a deficiency with the system or disposable. A service check was completed on the equipment on (B)(4) 2014 and the unit performed functional checks and simulated run without issue. The machine met manufacturer's specifications. Per the medical director at the customer site, an autopsy was not performed and no reports were available. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the patient death. A review of the lot for similar reports was carried out, none have been reported. Root cause: the disposable set was unavailable for evaluation. The root cause could not be definitively determined. The cause for the patient fatality was most likely related to the patient's disease progression.